Manufacturer narrative:
The investigation has been completed. Based on the analysis, the alleged malfunction could not be verified; however, a different issue was identified.

Event description:
It was reported that a minimum fill notification occurred after filling the cartridge with 300 units of insulin. There was no reported adverse impact due to the reported issue. Reportedly, the customer had manual injections available as alternate insulin therapy.